Event description:
In 2009, the patient reported she received 8 occlusion errors on her insulin infusion device. She said when she tried to connect the tubing to the infusion headset, it did not "click" as it normally does. Her blood glucose elevated to 300 mg/dl. She stated she cleared the occlusions by changing her headset and treated her readings by successfully bolusing insulin. She said she also changed her adapter and tubing. Site selection was discussed with the patient. Courtesy infusion sets, and infusion set insertion device, and a guide to infusion site management were sent to the patient. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.